Event description:
From staff: while placing the arterial line in the radial artery, the catheter broke, separating the needle from the kit. Physician was able to remove needle from the field before advancing it into patient.